Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient was admitted to the facility on (B)(6) 2005, where the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l4 to s1; rhbmp-2/acs was reportedly used in the surgery. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage, over the facet joints. Post-op, patient had increasing low back pain and radiculopathy. Patient continues to experience chronic and extreme back pain, with pain radiating to his buttocks. Patient cannot sit, stand or walk for extended periods, has limited mobility, and suffers from sexual issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient was pre-operatively diagnosed with status post l4-5 and l5-s1 fusion. Pseudoarthrosis, l4-5 and l5-s1 and underwent the following procedures: anterior revision interbody fusion, l4-5 and l5-s1 using femoral cortical ring allograft interbody prosthesis and rhbmp-2/acs bone stimulus. Hardware removal, l5-s1 screw rod implants with exploration of fusion, l4 to s1. Revision posterior fusion, l4 to s1. Revision instrumentation, l4 to s1. As per the operative notes,¿ a high-speed drill was then used to drill out the bone that had been previously placed in the interbody space on the posterior approach and also to decorticate the endplates extensively at l4-5 and l5-s1. The interbody space was resized and appropriate-sized femoral cortical ring grafts were selected from the bone bank and these were shaped to fit nicely in the interbody spaces. The femoral ring grafts were then packed full of rhbmp-2/acs bone stimulant with collagen sponge appropriately soaked for over 20 minutes with the bmp solution. The interbody prostheses were then tamped into position resulting in secure seating at both levels.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2005: the patient was discharged from the facility.